Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alert triggered due to pacing impedance values. Furthermore, the caller stated on the care alert page it was stated "no data collected". The rv lead and implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.